Manufacturer narrative:
The complainant also listed the following physician associated with (B)(6) hospital. (B)(6). It is unknown which physician implanted which device.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.